Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a1, a2, b7, d4, g4 date sent to the FDA: (B)(6) 2021. Corrected information: d1, g1.

Manufacturer narrative:
Date sent to the FDA: 4/20/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent right inguinal hernia repair surgery on (B)(6) 2018 during which the surgeon noted ¿he encountered and excised a large amount of crumpled, old mesh. The inguinal floor was reapproximated and remaining defect was repaired.¿ it was reported that the patient experienced severe pain, recurrence, stress and anxiety. No additional information is provided.